Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, foreign substance. Beyond repair due to roach infested returned unrepaired. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, foreign substance. Beyond repair due to roach infested returned unrepaired. Dealer states the unit has no alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit has no alarm.